Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed or reproduced. During the evaluation, the following findings were revealed: adhesive on bending section cover (a-rubber) had a chip; venting connector of light guide connector was loose; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video connector was deformed; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below: 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited leakage from the insertion section. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed the adhesive around objective lens was peeling (1mm2 or more). This can be attributed to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.